Event description:
It was reported that approximately 4.5 years post-operatively, three screws broke after a patient experienced a fall. The index procedure took place approximately 7 years ago. At that time l2-l4 were treated using an st360 construct. Approximately 3 years post-operative of the index surgery, the patient presented with low back pain and radiculopathy to the hips; pars fracture identified at the right l5. The entire construct was removed with the exception of the screw at the left l4. New st360 instrumentation was implanted at l4-s1 with allograft used as an interbody. Approximately 4.5 years post-operatively the second surgery, the patient experienced a fall. It was found that the patient had not fused and that three screws broke (left s1 and l4 bilateral). The screws broke mid-shaft and the shanks were left in the patient. All other instrumentation was removed and non-zimmer hardware was used to replace at l3-s1 bilateral.